Event description:
It was reported that the staff plugged in a light cord to l12. Once plugged in, the cord was sitting on drape not plugged into any adapters etc. It was on and becoming hot. Burned/melted tiny hole in drape hole punch size.

Manufacturer narrative:
Alleged failure: staff plugged in light cord to l12 (safelight green cord sn: (B)(6) once plugged in, cord was sitting on drape not plugged into any adapters etc, it was on and becoming hot. Burned/melted tiny hole in drape hole punch size. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root causes are: bad safelight cable. IFU states: avoid touching the endoscope tip or the light cable tip to the patient, and never place them on top of the patient, as doing so may result in burns to the patient or user. In addition, never place the endoscope tip or the area where the light cable connects to the endoscope on the surgical drapes or other flammable material, as doing so may result in fire. Inspection inspect the light source before each use. If applicable, verify safelight functionality by following the instructions in the checking the esst feature section. If a problem relating to functionality or significant appearance degradation, such as but not limited to the following, is observed or suspected, discontinue use immediately and contact your stryker representative. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the staff plugged in a light cord to l12. Once plugged in, the cord was sitting on drape not plugged into any adapters etc. It was on and becoming hot. Burned / melted tiny hole in drape hole punch size.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.